Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿juvéderm voluma® xc injectable gel is a crosslinked, robust, injectable gel formulation, injected using a 27g ½" or 25g 1" needle to volumize and contour the cheek for correction of mid-face volume deficit. ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc had the needle disengage during injection. Patient contact occurred. No injuries were reported. The packaged needle was used.

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc had the needle disengage during injection. Patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml received without cap, 1 unused needle in an opened tray. No defect observed to syringe.